Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hardware removal of the left shoulder with conversion to a reverse total shoulder arthroplasty. According to operative notes, there were no complications throughout the procedure. It was later reported that a retained pin was identified on a post-operative x-ray approximately two (2) weeks later. The suspected instrument missing the pin has been identified and matches the object in the imaging but cannot be confirmed without surgical intervention. The surgeon and patient have agreed to monitor the situation but have declined further intervention at this time. There have been no reports of harm to date due to this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6 correction to d4: no UDI - class I instrument that predates FDA UDI requirements. The reported event is confirmed by the mmi review. Visual examination of the provided pictures identified that the pin on the distal end of the device was missing. Medical records/radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: there is a retained surgical screw overlying the proximal medial humerus, as noted. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.